Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E. Facility name exceeds character limit: (B)(6).

Event description:
It was reported that bd insyte autog bc wing needle is slow to retract. The following information was provided by the initial reporter: once the safety button is pushed the needle retraction is extremely slow almost had a needle stick due to slow retraction of needle

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Unused 20g insyte autoguard units from lot #4222721 were provided for investigation. A functional test revealed that the retraction time of some needles exceeded the 1.5 second requirement. The retraction time appeared to be associated with the amount of gel that was present between the needle hub and the grip. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.